Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No over or under delivery anomalies noted. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alert noted during testing or in the device trace download. However, device received with corroded battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced that insulin pump was not always delivering insulin. Customer reported that they had to change the battery less than 7 days. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.